Manufacturer narrative:
Investigation is ongoing. Exact implant date unknown.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 2 years post tavr procedure for a 23mm sapien 3 valve, the patient developed svd and will undergo an explant. Per the medical opinion, until now, there have been cases of dialysis patients who developed svd within a year, and there have been doubts about the durability of sapien for dialysis patients.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, a2, a3, b5, b7, d6b. Investigation is still ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 2 years post tavr procedure for a 23mm sapien 3 valve, the patient developed svd and underwent an explant. Per the medical opinion, until now, there have been cases of dialysis patients who developed svd within a year, and there have been doubts about the durability of sapien for dialysis patients.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, b7, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for degeneration was unable to be confirmed due to unavailability of medical records and relevant imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, 'approximately 2 years later since the tavr procedure for a 23mm sapien 3 valve, the patient developed svd'. Due to the limited information, a definitive root cause was unable to be determined at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 2 years post tavr procedure for a 23mm sapien 3 valve, the patient developed svd and will undergo an explant.